Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of having high blood glucose between 300 mg/dl and 400 mg/dl. Customer believed that issue was with basal settings and was working with healthcare professional regarding settings. Customer reported that site was sore. Customer was not able to troubleshoot due to being at work.